Manufacturer narrative:
Device was received with a critical pump error (open book image) due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime/seating test, basic occlusion, occlusion, force sensor and displacement test due to the critical pump error. Unable to download due to download anomaly. Device was received with a cracked case (battery tube).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the critical broken force sensor was detected during seating or regular delivery on the insulin pump. Customer stated that insulin pump performed safety checks and an error was found. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.